Event description:
The nurse practitioner believes the vocal cord paralysis is related to vns as it appeared immediately post-operatively and feels it is related to the surgical presence of the vns. It was reported that the patient still has vocal cord paralysis, but her symptoms are slightly improved.

Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient was seen for activation of the recently implanted vns. It was noted that the vns was interrogated to confirm the output current and magnet currents were zero. The vns was then activated to 0.25ma and the patient experienced hoarseness and drooling. It was noted that the patient was given water to drink which resulted in gagging. The vns was then programmed off and it was noted that the hoarseness and drooling returned baseline. The patinet was referred to ent for an evaluation. It was reported that the ent confirmed left vocal cord paresis with some movement. It was noted that the patient will return to ent in two weeks for reassessment of vocal cord and that when the symptoms resolve the vns will be activated. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported that the patient's vns device was checked on (B)(6) 2015 and it was requested by the patient's mother not to increase settings due to continued drooling. Diagnostics were checked and were within normal limits.